Event description:
It has been reported by the user facility that the ready care tip allegedly came apart from the ready care oral suction probe. The tip allegedly entered the pt's airway and was later coughed up. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
No sample will be provided for additional eval. However, the device history record for the lot number provided was reviewed finding no anomalies to be documented. According to this product code's pull test specification limits, the subject lot met the bond strength specifications of 20lbs. To improve this process, the bonding machinery has been replaced which has increased the pull test results of subsequent lots to 40lbs. Within the last 2 years, this is 1 of 2 complaints received for this product code and the subject incident. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.